Event description:
It was reported that the customer was hospitalized in intensive care unit due to high blood glucose and ketoacidosis. Caller stated that the customer's blood glucose reading was over 500 mg/dl at the time of admission. Caller stated that the customer's insulin pump was constantly alarming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.